Event description:
It was reported to philips that a power supply failure occurred in the movement motor of the image detector on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the power supply and ionization chamber, restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).